Manufacturer narrative:
The suspect device was evaluated and the cause of the flickering, unstable image determined to be caused by a loose video connector latch.

Event description:
An olympus, cv-190 was returned to olympus for inspection. Upon evaluation, it was noted that the image was flickering and unstable. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 5 years) led to the locks and pins of the receptor unit becoming abraded and failing. This resulted in the instability of the electrical contact point of the connector, which interfered with image transmission between the scope and the video processor, resulted in image issues. Additionally, the image issue could have occurred due to the corrosion of the connectors from adherence of foreign objects such as dust, dirt, and chemical solution. This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."